Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unk nown. The patient presented for routine follow up, where it was discovered that the aneurx bifurcate had migrated distally. The patient was asymptomatic. It was reported that the physician planned to explant two of the stent grafts. The physician reported that the aneurrx had migrated, and that the aneurysm had increased to 10 cm in diameter. The migration also created a type ia and type ib endoleak. An open secondary conversion was planned. The physician decided to not explant any stent graft, and instead elected to wrap teflon around the infrarenal aorta and right common iliac artery, suturing it to the vessel. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).